Event description:
The customer reported via phone call that her insulin pump alarmed no delivery. The customer's blood glucose was unknown. The customer confirmed that the issue did not result in a serious injury or hospitalization. The customer declined to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.